Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material may not have been removed even by proper reprocessing due to physical damage of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Gif-ez1500 operation manual chapter 3 preparation and inspection describes how to detect the suggested events. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to a crack on scope-body, water tightness water lost, due to damage on the up/down (u/d) knob, water tightness was lost, forceps channel port had a scratch, due to wear of the angle wire, bending angle in all direction did not meet the standard value, the plastic distal end cover (c-cover) had a scratch, the adhesives around objective lens had white-clouded area, and the adhesive on the bending section cover (a-rubber) was detached. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient angulation. Upon inspection of the customer¿s returned device it was observed, the air/water tube and the auxiliary channel (jet-channel/j-tube) had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.